Manufacturer narrative:
Device 8 of 80. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿open seal.¿ the product was not used on the patient. A photograph depicting the reported complaint issue was provided by the complainant.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6) . Batch record review: lot 9k05775 was manufactured on 11/06/2019 in the (B)(4) line with a total of (B)(4) market units. Complaint investigator ID (B)(6) performed a batch record review on 08/03/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code (B)(4) sap material ID (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: based on the investigation findings through evaluation of the batch records documentation, processes observation and processes replication the investigation concluded that the most likely explanation for the open/incorrect seal was divide in: 1. The monthly preventive maintenance of (B)(4) does not mention specifically the critical points to be verified in the sealing station. Wear down on the sealing station cause the weak and open sealing detected in non-conformity tw# (B)(4). At the moment of the failure, the rubber, tefflon and cylinders of the sealing station presented wear down caused by regular manufacturing. 2. Open sealing cause by red tape is originated by a red tape that comes from the raw material. The vision system in the (B)(4) line uses infrared technology causing the tape to be hard to detect by the vision system. 3. Defect caught in seal is generated by vibration of the machine as part of its regular manufacturing process, further controls will be established to detect this defect as part of the actions. 4. The vision system does not detect some sealing failure modes (dressing slightly caught in seal and weak sealing) because is not configured to do it. This defects are hard to detect otherwise due the design and nature of the (B)(4) high speed technology. 5. As an opportunity for improvement, the periodical control perform according pi29-006 and documented in mr29-006 by manufacturing could be improve to help detect sealing defects. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.